Manufacturer narrative:
The biomedical engineer (bme) reported that their gz transmitters are showing communication loss on the central nurse station (cns) on november 30,2023 at 11:05 pm. The bme reported that the gz would disappear and then reappear from another cns on a different floor. The bme reported that they were able to resolve the issue by discharging and re-admitting the patient. No patient harm was reported. Nihon kohden had the bme confirm if there was a duplicate bed ID or duplicate ip and the bme stated that their network team reported that there is nothing wrong on their end and everything is up and running. Nihon kohden requested the bme to obtain event logs from the cns and gz to send into nk for review. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6. B6. B7. D10 . Attempt #1 12/11/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 12/12/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 12/19/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that their gz transmitters are showing communication loss on the central nurse station (cns) on november 30,2023 at 11:05 pm. The bme reported that the gz would disappear and then reappear from another cns on a different floor. The bme reported that they were able to resolve the issue by discharging and re-admitting the patient. No patient harm was reported. Nihon kohden had the bme confirm if there was a duplicate bed ID or duplicate ip and the bme stated that their network team reported that there is nothing wrong on their end and everything is up and running. Nihon kohden requested the bme to obtain event logs from the cns and gz to send into nk for review.

Manufacturer narrative:
Complaint summary: on (B)(6) 2023, the customer's bme (biomedical engineer) reported that their gz packs are showing comm loss on all their cns (whole department). Reportedly, the unit would black out for 45 (forty-five) seconds, and then returns to normal. Biomed also reports that a gz would disappear then reappear from another cns, on a different floor. The bme was able to resolve this issue by discharging and re-admitting the patient. Reportedly, the bme also stated that there were no duplicate bed ID's or ip's and their network team reported that there was nothing wrong on their end, and everything is up and running and that everything was working normally. Although there was patient involvement, there was no patient injury, no harm, nor any adverse event reported, due to the issue.on (B)(6) /2023, the customer's bme (biomedical engineer) reported that their gz packs are showing comm loss on all their cns (whole department). Reportedly, the unit would black out for 45 (forty-five) seconds, and then returns to normal. Biomed also reports that a gz would disappear then reappear from another cns, on a different floor. The bme was able to resolve this issue by discharging and re-admitting the patient. Reportedly, the bme also stated that there were no duplicate bed ID's or ip's and their network team reported that there was nothing wrong on their end, and everything is up and running and that everything was working normally. Although there was patient involvement, there was no patient injury, no harm, nor any adverse event reported, due to the issue. Investigation summary: nk (nihon kohden) ts (technical support) team requested that the biomed at the hospital submit logs from the cns and gz of the events for further review and troubleshooting. Review of the submitted logs determined that no issues were found on (B)(6) 2023, and the logs did not indicate any communication loss on (B)(6) 2023. However, the review of logs on (B)(6) 2024 indicated that communication loss occurred and was caused by a device using the bed name *&&. Any device that includes such characters in the name will cause issues with the server. If the hl7 patient update was performed on the device with any of the mentioned characters in its bed name, it will cause a system crash. Based on the review, a bsm (bedside monitor-1700) (with ip 10.31.25.13) was in wlan transport mode and was named *&& (the bsm-6000, that the bsm-1700 was tied to was called gs2p2-2221), when an hl7 patient update was attempted, this means that someone tried to edit patient information or admit or discharge the old or new patient into this bsm-1700, that was in wlan transport mode when it was using an incorrect bed name. Also, 15 (fifteen) seconds later the server crashed and caused the communication loss issue. Root cause analysis/mitigation/results: nk confirmed that the issue was attributed to a user related setup error, (due to incorrect bed settings), leading to a system crash causing the reported communication issue. The issue was resolved through education provided by our nk ts technician, (as the bed name settings were updated, resolving the issue). We confirmed with the customer the issue was resolved, no further issues were reported related to this incident. Device service/history review: a review of the device complaint history and facility trending in the past (3) three years, indicates this is an isolated incident, as this is the first reported issue in the specified time frame. A significant trend that would warrant corrective action was not observed. The following fields contain no information (ni), as an attempt to obtain the information were made, but none were provided. A2 - a6 b6 b7 d10 attempt #1 12/11/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 12/12/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 12/19/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information b4 date of this report g3 date received by manufacturer g6 type of report? H2 if follow up, what type? H6 adverse event problem codes.

Event description:
The biomedical engineer (bme) reported that their gz transmitters are showing communication loss on the central nurse station (cns) on (B)(6) 2023 at 11:05 pm. The bme reported that the gz would disappear and then reappear from another cns on a different floor. The bme reported that they were able to resolve the issue by discharging and re-admitting the patient. No patient harm was reported. Nihon kohden had the bme confirm if there was a duplicate bed ID or duplicate ip and the bme stated that their network team reported that there is nothing wrong on their end and everything is up and running. Nihon kohden requested the bme to obtain event logs from the cns and gz to send into nk for review.

Event description:
The biomedical engineer (bme) reported that their gz transmitters are showing communication loss on the central nurse station (cns) on november 30,2023 at 11:05 pm. The bme reported that the gz would disappear and then reappear from another cns on a different floor. The bme reported that they were able to resolve the issue by discharging and re-admitting the patient. No patient harm was reported. Nihon kohden had the bme confirm if there was a duplicate bed ID or duplicate ip and the bme stated that their network team reported that there is nothing wrong on their end and everything is up and running. Nihon kohden requested the bme to obtain event logs from the cns and gz to send into nk for review.

Manufacturer narrative:
Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a, per the FDA request.